Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be inflated, and after several attempts only 4cc of water was injected. It was also reported that the balloon could not be deflated. The catheter was cut and removed. There was no patient injury or medical intervention.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Inspected the exterior of the sample and no abnormality were found on the returned catheter. Evaluation found that the returned catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the balloon could not be inflated, and after several attempts only 4cc of water was injected. It was also reported that the balloon could not be deflated. The catheter was cut and removed. There was no patient injury or medical intervention.